Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/3/2024, it was reported by a sales representative via email that an ar-8973l-30-130 arthrex fibulock nail proximal talons were not opening. The proximal talon driver was not seated fully, there was a gap of approximately 2 mm gap, which prevented the actuation of the talons. This was discovered during a procedure on (B)(6)2024. The case was completed using another ar-8973l-30-130 arthrex fibulock nail. Additional information received on 12/13/2024: the actuation driver from the ar-8973ds fibulock implant system would not fully seat and the talons on the nail could not open. This was discovered during a bimalleolar ankle fracture procedure. The case was delayed about ten minutes to open a new nail and avoid further delays.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.